Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter timer not advancing. No injury or medical intervention was reported.